Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no issues were observed. Reader was sufficiently charged. The reader was sent for further investigation and de-cased. Visible liquid contamination on pcba (printed circuit board assembly) was observed. Therefore, this issue is not confirmed to use due to liquid contamination. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain readings due to fast-draining battery. As a result, the customer experienced a loss of consciousness, and paramedics were called. Upon arrival, the customer received intravenous glucose treatment from the healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.